Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer did not know blood glucose level. Customer stated she was walking outside, it started to rain and the device got wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. Due to button error not other troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. No moisture damage was noted to the electronics or motor. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube.